Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. The customer's blood glucose (bg) level was impacted (370 mg/dl). It was indicated that the customer reloaded a cartridge onto the pump and resumed insulin delivery prior to calling tandem technical support. The customer delivered a bolus for correction to elevated bg level.